Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by a customer that 2 of the same issue in which the tubing was leaking. The occurrence happened while baby was receiving fluids via PICC. The leakage was noticed right before the filter and identified maybe 1-3 days later. There was a hole in the tubing which could be pressure related.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Additional information: (d) added UDI. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.